Event description:
Customer reported receiving a motor error randomly at work. Customer's current blood glucose reading is 130 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to the motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.